Event description:
It was reported by service report that the scale is not working properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - foot right load cell.